Manufacturer narrative:
Pump received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer's father reported via phone call that top of reservoir around the threading was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.